Event description:
Baxter contacted the home patient (hp) on (B)(4) 2012 regarding an unrelated alarm. The caregiver (cg) stated that the hp was in the hospital for peritonitis. On (B)(4) 2012 information was received from baxter global pharmacovigilance. The patient's husband reported that the patient was admitted to the hospital on (B)(6) 2012; the discharge date is unknown. The cause of the peritonitis is unknown. The patient is recovering. The peritoneal dialysis nurse was contacted by global pharmacovigilance and the nurse declined to provide any information relating to this event of peritonitis.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Should additional information become available, a follow-up report will be submitted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). This complaint for peritonitis-no malfunction or use error is not confirmed and the cause was not identified because no sample was returned to baxter, the lot number was not provided, and the user did not describe any types of use errors or other issues that might have caused potential contamination. The assignable cause is undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.